Event description:
Rec'd medwatch from risk manager stating "stapler did not fire, only blade cut tissue". Two medwatches were rec'd one for the linear stapler and one for the reload. The reload zr45g batch was discarded. The rep was notified to follow up. 4/2/98 it was reported the device was used during a lobectomy procedure. It was reported the first firing across lung tissue with the ez45g was fine. The device was reloaded and fired again. The device cut, but did not staple. It was reported the surgeon fired a tl30 to complete the procedure and also oversewed the staple line.